Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, the knot was not made successfully. It was not possible to achieve homeostasis with this device. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch filed, additional information was received: the reported event "the knot was not made successfully" was clarified as, the suture did not capture the artery.

Manufacturer narrative:
(B)(4). The device was returned and the reported failure to deploy the suture could not be confirmed. The posterior cuff was returned outside the foot pocket with undisturbed tabs. The posterior cuff showed no indication of engagement with the posterior needle tip. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.